Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: . No pump reboot events were observed in the black box to support a power loss. The battery cap tightened securely onto the pump and was able to maintain an electrical connection. There was a crack along the side of the battery compartment threads. There was another battery compartment crack along the case seal. The battery cap was undamaged. The alleged power issue could not be duplicated.